Event description:
It was reported that the patient presented for a right ventricular (rv) lead replacement for an unknown reason, and upon screening, it was noted that the rv lead was fractured. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.